Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized. Customer¿s low blood glucose level was 46 mg/dl and 48 mg/dl. Customer¿s high blood glucose value was 500 mg/dl. Customer treated with apple juice and cheese stick for low blood glucose. Customer¿s family also specified other relevant blood glucose and the blood glucose value was 140 mg/dl, 280 mg/dl, 200 mg/dl, 374 mg/dl and 357 mg/dl. The product will not return for the analysis.